Event description:
A nurse contacted home care services (hcs) regarding an interlink continu-flo where it was difficult to keep the luer secure on the distal end of the stopcock manifold . While manipulating patients on more than one occasion the IV became disconnected from the manifold on the distal end. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was performed on the reported lot with no deviations found. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the samples were not returned for evaluation therefore the problem could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample was received for evaluation, the condition could not be confirmed and the assignable root cause can not be determined.